Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins). The patient had increased headache pain but turning up the stimulator was not covering their pain. The rep checked impedances which showed that electrodes 5,6 and 7 all showed out of range impedances. The rep reprogrammed not using those electrodes and the patient reported having good coverage. It was unknown if there were any environmental/external/patient factors that may have contributed to the issue. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.